Event description:
In ny dispensed a homemade cold water circulating device based upon a script from a medical doctor. The patient was involved in a motor vehicle accident in 2008, and was given this device for home use on the event date. The device did not have any instructions, warranty and the patient was not given any instructions on use. The device contained the following: 1 blue plastic beverage-style cooler with screw-on lid made in another country, no manufacturer's marking one electric pump with in-line power switch. Pump manufacturer listed as heto, model # p-2000. Manufactured 8/07. No ul listing for pump. Switch identified as painease, model #0299mp1. No ul listing for switch. One clear vinyl plastic collection bag with single inlet hose attached. No markings on bag. Miscellaneous clear plastic hose connecting cooler with clear plastic bag -exterior connection- as well as internal connections to pump.